Manufacturer narrative:
PMA/510(k) # "k101530 and k163468". Cook (B)(4) ltd (manufacturer) is submitting this report on behalf of (B)(4). Exemption number: e2016031. (B)(4). This follow up MDR is being submitted due to corrections. 1 x evo-22-27-9-d of lot number c1347247 was returned to cook (B)(4) for evaluation. Upon evaluation of the returned device, it was noted that the lockwire was in place and there was no stent exposure. The red shuttle deployment marker was towards the back half of the handle on return. On attempting to actuate the handle, deployment or retraction were not possible. The handle was dismantled during lab evaluation to show that the flexor had broken at the shuttle cap. The stent was manually deployed and noted to be fine. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage conditions cannot be replicated within the laboratory setting, a definitive root cause cannot be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath. Prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cook (B)(4). A review of the manufacturing records for this evo-22-27-9-d device of lot c1347247 revealed no discrepancies that could have contributed to this complaint issue. It may be noted that a project (B)(4) was assigned at this time to product development to further investigate stent deployment issues of this nature in an effort to eliminate future occurrences. There is no evidence to suggest that this issue affects the entire lot # c1347247; upon review of complaints this failure mode has not occurred previously with this lot # c1347247. As per the instructions for use, ifu0053-8, notes section the user is instructed of the following: visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Quality engineering assessed the complaint and the risk has been determined to be moderate. No immediate action is required. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted due to corrections (risk assessment omitted). The stent did not open. Patient injury and return to be confirmed.

Manufacturer narrative:
PMA/510(k) # "k101530 and k163468." Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The following additional information was provided: ¿the stent could not deploy from the delivery system, that the stent could not be deployed.¿ 1 x evo-22-27-9-d was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the lockwire was in place and there was no stent exposure. The red shuttle deployment marker was towards the back half of the handle on return. On attempting to actuate the handle, deployment or retraction were not possible. The handle was dismantled during lab evaluation to show that the flexor had broken at the shuttle cap. The stent was manually deployed and noted to be fine. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage conditions cannot be replicated within the laboratory setting, a definitive root cause cannot be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath prior to distribution all evo-22-27-9-d devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent did not open. Patient injury and return to be confirmed.